Manufacturer narrative:
The associated complaint device was not returned. A review of the provided pictures confirmed the stated failure mode. The device did not seat properly during the attempted insertion. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during the surgical procedure, when final tibial insert was placed with size 3-4 of 9 mm (height), it was evident that it did not fit perfectly, leaving a light of space between the tibial plate and the insert. Several attempts were made with the corresponding positioner, but it was not possible to get a perfect placement, it was necessary to hit it with the hammer. Procedure delayed no longer than 30 minutes. No backup was required.